Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The circuit board of the device was broken by some cause. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection before use the user turned on the subject device but the subject device did not work. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.